Manufacturer narrative:
The customer reported the AED is displaying a service code warning for 'hv pld re-programming error' and the asi is flashing red. The battery pack has an expiration date of september 2030 and the pads were expired with an expiration date of september 2023. The maintenance schedule is reported as quarterly. Trouble shooting with the customer found that the service code will not clear with a manual self- test. Based on the fact that this AED is well beyond its 10-year design life, the customer was advised to remove the AED from service. Referred the customer to the distributor for replacement, and reviewed proper maintenance. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported their AED is flashing red and prompting a service code and a replace battery pack now warning. They reported this did not occur during patient use. The customer did not report this event occurred during patient use.